Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch (lss). Technical services (ts) recommended evaluation in the office for a possible lead issue. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
A portion of the lead was returned and analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch (lss). Technical services (ts) recommended evaluation in the office for a possible lead issue. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch (lss). Technical services (ts) recommended evaluation in the office for a possible lead issue. This rv lead remains in service. No adverse patient effects were reported.